Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump had an over delivering alarm and the customer experienced a low blood glucose of 90 mg/dl. The customer alleged the insulin pump was over delivering insulin due to micro boluses. Customer was treated with food for low blood glucose. Customer has symptoms such as shaking. Troubleshooting was performed for over delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.